Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, the patient underwent double valve replacement (dvr) with abbott mechanical heart valves (mhvs) in the aortic and mitral positions along with surgical patent foramen ovale (pfo) closure. The patient has a body surface area of 1.2 m² and received a 19 mm mechanical valve in the aortic position. The valve was implanted without pledgets, and cor-knot devices were used for suture fixation. The procedure was completed without complications, and intraoperative assessment demonstrated good leaflet motion of both mechanical valves. On (B)(6) 2026, a transthoracic echocardiogram (tte) revealed an elevated mean transvalvular gradient of 50 mmhg across the aortic prosthesis. A subsequent fluoroscopic evaluation demonstrated reduced leaflet opening of the aortic mechanical valve. The measured opening angles were 47° and 57°, with a closing angle of 120°. In contrast, the mechanical valve in the mitral position exhibited normal opening and closing motion. The patient was initiated on heparin bridging therapy on postoperative day 1 and was fully anticoagulated at the time of this event. There were no episodes suggestive of a low-flow state. Additionally, no significant annular calcification was identified that could account for restricted leaflet motion. On (B)(6) 2026, a valve thrombus was discovered in the hinge/pivot region during re-exploration on visual inspection. An anticoagulation therapy is being intensified, including the addition of low-dose aspirin and a planned transition to enoxaparin (lovenox). The patient is also undergoing evaluation by a hematologist. The patient was reported stable after hospital discharge.